Event description:
The caller states that the tires all around are worn out and rims were bent due to hard use. He also stated that the tie rods are bent. Part numbers given to him are #1144832 - front wheels; #1144834 - rear wheels; #1144826 - steering kit that includes the tie rods. The dealer is not aware how long the consumer has had the scooter.